Event description:
It was reported that this right atrial (ra) lead was explanted due to insulation came undone and the lead was fractured. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to insulation came undone and the lead was fractured. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. The helix was retracted and there was dried blood or tissue within the helix housing. Detailed analysis confirmed that the outer conductor coil had a break approximately 185 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle or first rib damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.